Manufacturer narrative:
(B)(4). Method: the complaint harness of an iw980 wall mount infant warmer was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected and continuity was measured with an ohmmeter. Results: visual inspection of the returned device revealed that the terminal plastic end of the harness connector was slightly discoloured. There is still continuity in the conductor when measured with an ohmmeter. Conclusion: the harness is used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloured harness connectors of the infant warmers were most likely the result of arcing that occurred between two electrical contacts, leading to contact failure. The arcing was most likely caused by a poor connection. It should be noted that the subject infant warmer unit was more than 12 years old. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail, the infant warmer displays an error code and enters a fail safe state where the heater element is disabled and the infant warmer alarms to allow the user to act and provide an alternate means of warming. The infant warmer technical/service manual also contains a checklist which specifies that users perform safety, performance, and functional checks at least once a year.

Event description:
A healthcare facility in (B)(6) reported that an iw980 baby control cosycot infant warmer was not working properly. Service was requested. Upon device investigation, the head harness connector was found discoloured. There was no patient involvement.